Manufacturer narrative:
A device sample is anticipated, but has not yet been rec'd for eval. A f/u report will be submitted when the eval is completed.

Event description:
Biomedical service tech called to report a nurse having the as50 syringe pump infuse drug into the pt in 30 minutes instead of 4 hrs. Nurse reported the decimal moved on the set after programming. Service tech stated he tried to duplicate complaint, with no success. The machine is being returned for eval. No pt injury was reported.